Event description:
It was reported that during ventilation therapy of the patient prior to reintubation in the prvc (pressure regulated volume control) mode of ventilation, the patient appeared to be breathing against the ventilator. After reintubation the same ventilator was connected back to the patient however the ventilator would not give the patient tidal volumes above 180 ml to 200 ml there was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
It was reported that during ventilation therapy of the patient prior to reintubation in the prvc (pressure regulated volume control) mode of ventilation, the patient appeared to be breathing against the ventilator. After reintubation the same ventilator was connected back to the patient however the ventilator would not give the patient tidal volumes above 180 ml to 200 ml. No part has been replaced and returned to manufacturer for technical investigation. Review of the logs shows the alarm "volume delivery restricted" witch is present in prvc. They have a upper limit of 20 for the ppeak alarm and in prvc the pressure is limited to 5 cm h2o below the set upper pressure limit, which restricts the volume delivery. The information on screen is to check ventilator settings and check alarm settings. This might be the cause of the lower than set tidal volumes. Prior to prvc the ventilator was set to pc in 4.4 we have introduced an alarm similar to that in prvc also for pc where the pressure is limited to ppeak alarm and then 3 cmh2o below set limit. The cause of the reported failure has not been established in this investigation.